Event description:
It was reported that the screen of the device went blank during use, but the ventilation continued. No patient injury was reported.

Manufacturer narrative:
The affected device was tested by dräger service. During the test it could be seen that the bottom part of the screen was dark. It was determined that the background lighting was faulty and caused the missing display illumination. A replacement of the inverter board and lc display solved the issue, and the device passed all tests according to specification after the replacement. In case of a faulty background lighting either parts or the entire display may not be visible to the user. An ongoing ventilation is not affected by the malfunction and is continued with unchanged settings. Safety-relevant parameters such as fio2, minute volume, or airway pressure as well as an indicator for the ongoing ventilation are displayed in the secondary oled display located on the ventilation unit. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.